Event description:
It was reported that upon attempting to implant the 5076-52 atrial lead that the doctor needed more length. A 5076-58 lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead analyzed. It was observed the proximal conductor was distorted, damaged at implant.